Event description:
It was reported that the pacemaker was successfully programmed into protection mode for magnetic resonance imaging (MRI). During the scan the patient felt chest pressure and also experienced an onset of atrial fibrillation (af). The MRI scan was then terminated. The patient was noted to have paroxysmal af as a diagnosis. Post-scan device measurements were normal. Cardiology was consulted regarding the patient's symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of therapy induced arrhythmia is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the pacemaker was successfully programmed into protection mode for magnetic resonance imaging (MRI). During the scan the patient felt chest pressure and also experienced an onset of atrial fibrillation (af). The MRI scan was then terminated. The patient was noted to have paroxysmal af as a diagnosis. Post-scan device measurements were normal. Cardiology was consulted regarding the patient's symptoms. No additional adverse patient effects were reported.